Event description:
This is filed to report an air embolism and death. It was reported that the patient underwent a mitraclip procedure on an unknown date. It was later reported that the patient suffered an air embolism that resulted in death. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Event date: dates estimated. The UDI number is not known as the part and lot number were not provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported air embolism and death could not be determined. The reported patient effects of death and embolism are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Date estimated.